Event description:
Please log in the attached allegation as a medwatch report. It appears that the complainant alleges that one of tiger aesthetics' breast implants ruptured and the other was close to rupturing two years after implantation. Complainant alleges the device's warranty is for 25 years and that there is less than a 2% chance of them rupturing. Complainant also alleges the firm claims it is the complainant's responsibility to report the adverse event, not the firm's. Additionally, the complainant alleges the firm will not pay for medical expenses because the complainant currently lives outside of the united states. There appears to be a quality system component to this allegation (complainant also alleges the firm claims it is the complainant's responsibility to report the adverse event, not the firm's), therefore, I will also refer this to dht4b/tht4b1 for review. The ad and the tl is included in this email. Ref report: mw5164456.